Event description:
The patient reported that following installation of a recent app update, the omnipod 5 app malfunctioned during bolus delivery attempts. The patient stated that each time a bolus was initiated, the app unexpectedly rebooted, preventing completion of the bolus. The patient deleted and reinstalled the app and re-entered all therapy settings; however, the issue persisted. The patient further reported that multiple times per day, the app screen became grayed out, the glucose graph disappeared, and the bolus bar extended to the current glucose value without allowing bolus completion. Closing and reopening the app temporarily restored functionality, but the issue recurred with subsequent bolus attempts. Blood glucose values were not reported. No adverse event or injury was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.locked down smartphone: phone_control_iosomnipod software app version: 2.2.1operating system: 26.5hardware: iphone17.3cgm sensor type: g7please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.